Event description:
During a knee arthroscopy. Metal shavings were observed in the joint following use of the device. An attempt was made to flush out the shavings. An undetermined amount of metal shavings were unretrieved and remain in the pt. Pt's condition is unknown to manufacturer at this time.